Event description:
Us legal: it was reported that nurses summary was received 07/20/2020 and re-revision of memphis head and liner due to hematoma was identified.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. According to clinical/medical investigation, based on the incomplete medical records provided, the reported elevated cocr and intraoperative findings of altr and metallosis and mild corrosion which led to a revision, may be consistent with findings associated with metal debris. However, the cause of the reported multiple recurrent dislocations cannot be concluded, as there is no supporting medical documentation provided for this time period. The patient¿s re-revision was reportedly performed as a result of persistent/perfuse hemorrhage. However, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant, as the surgeon stated that he ¿felt that the hematoma may have developed secondary to his oral anticoagulation with pradaxa versus deficient soft tissue coverage secondary to the large area of necrotic and dehisced tissue from the altr. As device information was not made available, device history record, risk management review and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.